Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information an ipp that was implanted in (B)(6) of 2019 was removed and replaced with a malleable device. The patient reported experiencing difficulty pumping and inflating the device while the device was implanted. Once explanted, the physician did not find any issue with the functionality of the device.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. A titan touch pump, two cylinders, and a reservoir were received for evaluation. The inlet tube with connector was detached to allow testing. Examination and testing of the returned components revealed a separation on the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and straight, indicating contact with a sharp instrument. A separation was noted on the inlet tube of the reservoir. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces of this separation showed them to be rough and irregular, indicating stress was exerted. Groups of partial separations, indicating contact with an unshod instrument, were noted on the reservoir inlet tube and strain relief. Testing revealed these to not be sites of leakage. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the shorter exhaust tube of the pump occurred subsequent to the device packaging being opened. In addition, as groups of partial separations were noted on the inlet tube of the reservoir, indicating contact with an unshod instrument, quality concluded the separation with rough and irregular surfaces in the inlet tube of the reservoir most likely was a result of excess stress on the tubing during removal. Therefore, this separation is not associated with the cause for failure. Based on the information received the patient had a difficult time inflating the device and requested the inflatable device be replaced by a malleable device. During explant the physician did not find any issue with the functionality of the inflatable device. Because no functional abnormalities were noted other than concluding instrument damage due to explant, the complaint could not be confirmed as reported.